Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported they were unable to switch the device off using the touch screen. There was no patient involvement.

Manufacturer narrative:
The power management board was returned to the manufacturer for failure investigation. The power management board was tested. The failure investigation technician found r31 (resistor) solder cracked open and it was not making contact with the trace on the power management board causing the screen to freeze and leading to a 35 v supply reference failure, an auxiliary alarm supply reference failure, a backup alarm reference failure, and a patient circuit occluded reference failure..